Event description:
The fixator was applied to treat a distal radius fracture. At a subsequent follow-up visit it was noted that one of the ball joints would not tighten. The fixator was removed and a second surgery was performed.